Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned section of external driveline confirmed driveline repair site damage and superficial jacket damage. Review of the submitted log file confirmed low flow events; however, a specific cause for this finding could not be conclusively determined. No functional issues with pump operation were reported or identified through this evaluation. The submitted driveline photos were reviewed and showed a portion of the external driveline with a driveline repair. Superficial damage to the distal side of the driveline repair was noted that exposed the underlying wires. It was noted that there was tape distal to the superficial damage on the distal side of the driveline repair. The replaced section of driveline was returned measuring approximately 23.5¿ in length. Tape surrounded the silicone jacket at the terminus of the bend relief and at the distal end of the previous driveline repair site. The driveline repair site was torn at the distal end, exposing the underlying wires. The controller connector was unremarkable. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the tape, examination of the silicone jacket found superficial driveline damage. The submitted log file was reviewed and found that the pump operated at the set speed without issue. A low flow hazard flag was captured on (B)(6) 2023 and (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) . Incidental findings: breaches in the insulation of the green, brown and red wires were identified. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Document (B)(4) rev. D, IFU, patient instructions replaced hmii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The relevant sections of the device history records for (B)(6) and the driveline, serial number 32101 and 10761, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2013 via customer order. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation concerning damage to previous driveline repair site, which was done on 16oct2018. Patient had placed some tape on the driveline. There were no pump stops noted. Site has been secured with 2 popsicle sticks for support and rescue tape. The log file data indicated that, despite the damage observed to the previous driveline repair site, motor function had not been affected. Percutaneous lead repair was performed on (B)(6) 2023. The patient had no symptoms. The max external length of driveline was removed so another driveline repair will not be possible. Previous driveline repair MFR# (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.